Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, manufacture representative, and a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling pain at the ins site and that it was tender to touch and hurt while sleeping. It was reviewed that the ins site can be sore so soon after implant. The patient stated that they turned on the day of the report and felt more pain at the ins site, and that they thought the ins had migrated. The hcp palpated the ins however and it was right under the incision. It was noted that the patient was able to charge the morning of the report but later in the afternoon when they tried again they were unable to get it to read the ins. The hcp tried using the error (in spanish) so they didn't know what it meant. The hcp switched the language to english temporarily and they were able to charge the ins with no issues and excellent coupling. The patient had stated that they could not feel stim but when the hcp increased it they were able to feel it. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.